Event description:
It was reported that the device could not be interrogated. It had reportedly reached 'aging' and during the elective replacement procedure, interrogation was not possible. The device was explanted and replaced. There were no patient complications reported; the patient's outcome was noted as 'good'.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) preliminary analysis revealed no telemetry and no output. Further testing revealed the no telemetry and no output conditions were the result of lifted hybrid bond wires.